Manufacturer narrative:
On (B)(6) 2021 it was reported that atrial monitoring episodes detected noise on ra and ff channel. Recommended evaluation of lead in person. Shock and pacing impedance also seemed to drop since there last transmission in (B)(6) 2021. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2021 it was reported that atrial monitoring episodes detected noise on ra and ff channel. Recommended evaluation of lead in person. Shock and pacing impedance also seemed to drop since there last transmission in (B)(6) 2021. Lead remains implanted. (B)(6) 2023 this is1 lead was explanted during upgrade to is4 model crt-d. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Atrial channel as well as far-field channel are showing noise, potentially due to external emi. Patient to be evaluated further. Lead remains implanted.